Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) continuous ambulatory peritoneal dialysis disconnect y-sets were leaking. It was further reported that there was a cut in the hose on the drain line on one of the sets and on the second set the other drain bag leaked where the tube connects to the drain bag. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was prescribed prophylactic antibiotics. No additional information is available.